Event description:
Healthcare professional reported "slow leaking, smaller and smaller" and deflation confirmed via physical examination. Later, healthcare professional reported "glandular ptosis" and "hole in vale, hole on valve side". This record is for the left side. Device was explanted and replaced, will be returned.

Manufacturer narrative:
Corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "slow leaking, smaller and smaller" and deflation confirmed via physical examination. Later, healthcare professional reported "glandular ptosis" and "hole in vale, hole on valve side". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as cracked valve seat diaphragm valve. Valve leak and/or damage: observed delamination of diaphragm valve assessed as adhesive failure. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "slow leaking, smaller and smaller" and deflation confirmed via physical examination. Later, healthcare professional reported "glandular ptosis" and "hole in vale, hole on valve side". Device was explanted and replaced.